Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Difficulty was experienced inserting the lead into the header of this implantable cardioverter defibrillator (ICD). It was noted that a clean signal was not able to be obtained with this lead. This lead was not implanted and another lead was successfully implanted this with ICD. No adverse patient effects were reported.